Event description:
It was reported when treating diabetic foot ulcers utilizing a layer of compresses to cover the aquacel ag extra, as well as a secondary dressing medipore, that the fluid doesn't absorb properly and it leaves back fluid in the wound. In addition, it was further reported that in most of the cases the strengthening fibers tore.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. This actual case involved different products, therefore, add'l records have been created in order to capture this info. No add'l info or sample has been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2014. The actual date of event is unknown, so the date used was the date convatec became aware.